Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several noise episodes were noted on the right ventricular lead due to suspected lead damage. The noise was reproducible via isometric testing and the device was reprogrammed to resolve the issue. No diagnostic imaging was done to confirm lead damage. The patient was in stable condition.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
Additional information received revealed that more noise episodes resulting in oversensing on the ventricular channel were observed following device reprogramming at the previous follow-up. The device settings were reprogrammed again and the patient was stable.